Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a wire was sticking out of the bottom of the grasping retractor instrument. The wires were not broken, but loose and off track. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer complaint, failure analysis investigation found the instruments grip cables were loose. The grip cable was loose at the grip area. The instruments grip cables were also broken at the proximal end. The grip cable was broken inside the housing and created the loose tension at the grip area. Failure analysis investigation also found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at the distal idler. No damage was found on the clevis. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visable scratches on the surface of the pulley. The mechanical indentation and burr damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. Failure analysis investigation also found the instruments clamping pulleys were corroded and contaminated. There was corrosion around the clamping pulleys inside of the housing. The corroded and contaminated damage may have been likely due to improper cleaning. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.